Manufacturer narrative:
Investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported that in p. Mirabilis, strains with an unexpected mic result were occurring frequently, advising that it was about two-thirds of the time. Additionally, they commented that carbapenemase would give a result of susceptible when re-examined by the disk method. No further information was provided and root cause was unable to be determined. This is an unconfirmed failure of a bd product. If further information is provided, this case may be reopened, or a new case may be opened in the event of further occurrences. Samples were not received by quality for investigation and thus, returned material investigation could not occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for pf2068 was completed and revealed numerous previous cases related to results. Under case (B)(4) , in (B)(6) 2020, the customer reported that the sensitivity identification of the instrument was not good, and a bd field service engineer (fse) investigated the instrument, finding no abnormalities and reporting that it was operating normally. Under case (B)(6) , in (B)(6) 2020, the customer reported an issue with the resistance reporting, whi4h was tied to the bdxpert rules in place by the customer on the instrument. Under case (B)(4) , in (B)(6) 2021, the customer put in an inquiry asking which result to choose after bdxpert rules were activated. This was not considered a complaint, and bd advised the customer to consult a university hospital. Under case (B)(4) , also in (B)(6) 2021, the customer reported that the results were complete but were not showing on the screen. This was a data transfer issue, unrelated to the results themselves. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, the device experienced misidentification. The following information was provided by the initial reporter. The customer stated: proteus meloten often appears, so please contact me.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system, the device experienced misidentification. The following information was provided by the initial reporter. The customer stated: proteus meloten often appears, so please contact me.